Event description:
It was reported that the patient had an open circuit in her system (see MFR. Rep. # 3004209178-2012-03701). The ins and pocket adaptor were removed in (B)(6) 2012 due to normal battery depletion, but it was reported that changing out the ins and adaptor still did not fix the impedance issue. It was noted that the extension was not changed out at that time as the patient wouldn't have liked that. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 64002, lot # n334240, implanted: (B)(6) 2012, product type adapter; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v092655, implanted: (B)(6) 2008, product type lead; product ID 3389s-40, lot # v091844, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information received reported that during the replacement procedure, the adaptor was replaced without correction of the open circuit on the "left" electrodes "2/3". No hospitalization was reported and the patient was reported as doing well with current settings.